Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233005 (pressure sensor tolerance).

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233005 (pressure sensor tolerance).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).